Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0j8g1, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), explanted: product type: programmer, patient. (B)(4).

Event description:
Additional information received from the consumer reported that the patient had pain at the implantable neurostimulator (ins) pocket in (B)(6) 2015 due to a gradual change, so the health care provider (hcp) revised the ins in (B)(6) 2015. The ins was repositioned and the pain at the ins site had gone away. The patient recovered completely.

Event description:
It was reported that the patient had discomfort and tenderness to the touch at the site of their implantable neurostimulator (ins). The patient noticed this back in (B)(6) 2015 and went to their nurse practitioner about 3 weeks prior to report and nothing wrong was found. However, over the weekend prior to report the implant site started to hurt again and was tender to the touch. The patient stated that they had banged into the kitchen counter ¿really hard¿ and could still see the scrape. It was later reported that the patient went to her health care provider (hcp) about the pain and discomfort she had been experiencing. There was swelling and an infection was suspected so the patient was put on antibiotics for 10 days. After the antibiotics were finished there was no improvement so the hcp needed to go in surgically. The patient had outpatient surgery on (B)(6), 2015. The hcp said that when she went in, there wasn¿t any infection. The hcp ¿moved¿ the implant and the wires as the patient was having issues with the implant not working as well. The patient still had some discomfort and tenderness which may have been post-surgical, it was too early to tell. The patient was still trying out different programs and settings so she could the implant working the way she¿d like it to, particularly at night.